Event description:
It was reported that the patient had a multifocal intraocular lens (iol) explanted due to experiencing symptoms of positive (+) dysphotopsia, and "waxy" vision. The implant date and explant date were not provided. It was stated that the original lens may or may not have been a abbott medical optics lens. Therefore the model and serial number was not provided of the intraocular lens. It was stated that an exchange was made to a tecnis 3 piece lens rather than a one piece, and the patient was concerned. It was stated that the patient is still experiencing symptoms of waxy vision. No additional information was provided.

Manufacturer narrative:
(B)(4)-intraocular lens (iol).all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.